Manufacturer narrative:
Analysis of the AED's log files confirmed the reported issue but did not identify a cause for the depleted battery pack. Analysis of the AED's log files identified that once a new battery was installed and a manual self test run the AED was functioning as designed and could stay in service.

Event description:
A customer reported that their AED will not power on, but it powered on with a spare battery pack. The customer did not report this occurring during patient use.